Event description:
Customer reported getting a reading on his precision meter of 140 mg/dl and then he got a reading of 190 mg/dl (within 10 minutes) on a competitor's meter. He reported feeling like his glucose was low so he ate some candy and peanut butter. He then reports he passed out while driving his car. When he woke up he drove to a waffle house and ate some food.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.